Event description:
It was reported that during the implant procedure, the physician wanted to position an right ventricular (rv) lead but this went via an open foramen ovale to the left side. The lead was retracted but got stuck in left atrium trabecule. To avoid any risk to the patient, the left the lead where it was (left atrium) without any function. A new rv lead was used to implant successfully. The patient is enrolled in the adapt response post-market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.